Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the moment of using the device, the connector nozzles to the anesthesia circuit were not found. There was reported patient involvement but no reported patient harm or medical intervention.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain the sample or the lot number. The investigation used retained manufacturing samples for analysis. Inflation/deflation testing and analysis found no issues, defects or restrictions in either the tracheal or bronchial cuff. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect cuff inflation/deflation defects to reduce the potential for occurrence during the manufacturing process.